Manufacturer narrative:
Manufacturer's report date: (B)(4)2011. (B)(4). No product was returned for investigation despite multiple requests. The customer complaint of smartsite split in half could not be confirmed due to the product was not returned for failure investigation.

Event description:
It was reported that the smartsite needle-free valve split in half while in use between a syringe and a syringe tubing. No add'l info was available.